Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the deep myometrium'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("embedded in the deep myometrium"), pelvic pain ("pelvic pain female"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problem"), amnesia (""other" please describe:memory loss"), swelling ("swelling "), thyroid disorder ("thyroids issues"), helicobacter gastritis ("helicobacter pylori"), skin exfoliation ("rashes or skin conditions type: hand and feet skin peeling"), cervical dysplasia ("cervical dysplasia"), vision blurred ("blurry vision"), post ablation tubal sterilisation syndrome ("post ablation syndrome"), dental caries ("dental problems - decaying tooth"), arthralgia ("knee pain"), abdominal pain upper ("stomach pain"), rash ("rashes hand and feet") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and ablation). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, visual impairment, weight increased, amnesia, swelling, helicobacter gastritis, skin exfoliation, cervical dysplasia, vision blurred, post ablation tubal sterilisation syndrome, arthralgia, abdominal pain upper and urinary tract disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, alopecia and thyroid disorder had resolved and the pelvic pain, dyspareunia, dental caries and rash was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bladder disorder, cervical dysplasia, dental caries, dermatitis allergic, device expulsion, dyspareunia, embedded device, fatigue, headache, helicobacter gastritis, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, post ablation tubal sterilisation syndrome, rash, skin exfoliation, swelling, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia,bladder probs., uti, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2015: total bilateral occlusion. Imaging procedure on (B)(6) 2014: essure confirmation test(s) conducted, specify: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, weight gain,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs and mr received. Reporter's information added. Events: dental problems/decaying tooth ,knee pain, stomach pain,hormonal changes describe: thyroids issues, abnormal bleeding(vaginal), helicobacter pylori, rashes or skin conditions type: hand and feet skin peeling, cervical dysplasia, blurry vision, weight gain, post ablation syndrome, urinary tract disorder nos, embedded in the deep myometrium were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the deep myometrium'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("embedded in the deep myometrium"), pelvic pain ("pelvic pain female"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problem"), amnesia (""other" please describe:memory loss"), swelling ("swelling "), thyroid disorder ("thyroids issues"), helicobacter gastritis ("helicobacter pylori"), skin exfoliation ("rashes or skin conditions type: hand and feet skin peeling"), cervical dysplasia ("cervical dysplasia"), vision blurred ("blurry vision"), post ablation tubal sterilisation syndrome ("post ablation syndrome"), dental caries ("dental problems - decaying tooth"), arthralgia ("knee pain"), abdominal pain upper ("stomach pain"), rash ("rashes hand and feet") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, visual impairment, weight increased, amnesia, swelling, helicobacter gastritis, skin exfoliation, cervical dysplasia, vision blurred, post ablation tubal sterilisation syndrome, arthralgia, abdominal pain upper and urinary tract disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, alopecia and thyroid disorder had resolved and the pelvic pain, dyspareunia, dental caries and rash was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bladder disorder, cervical dysplasia, dental caries, dermatitis allergic, device expulsion, dyspareunia, embedded device, fatigue, headache, helicobacter gastritis, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, post ablation tubal sterilisation syndrome, rash, skin exfoliation, swelling, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia,bladder probs., uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted, specify: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , weight gain,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.